Manufacturer narrative:
Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time. There was no adverse event that occurred related to this issue. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to stay secure in a monitor) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt. Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time. There was no adverse event that occurred related to this issue. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor. Battery pack has been returned from distributor for bent pins and is undergoing investigation at this time.